Manufacturer narrative:
Vyaire field service went onsite found tca (transducer communication alarm) board faulty. The blended gas calibration not holding. As a resolution, gas delivery engine was replaced. Performed calibrations, characterized flow control and exhalation valves. Performed operational verification procedure and the ventilator meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator alarmed high o2 (oxygen) while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.